Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing unknown planned treatment. The procedure was completed as planned by restarting the system. The philips remote service engineer (rse) checked the system remotely and confirmed that the system was unable to produce x-rays. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely but could not replicate the issue reported. The rse checked the system logfiles and found that the x-ray could not proceed and close the door. To resolve the issue rse remotely instructed the customer to check the door contact first. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.